Event description:
The patient's mother reported the patient's blood glucose (bg) levels rose to 560 mg/dl while wearing the pod on the leg for between 5 and 24 hours. The patient was reported to have extreme thirst. The patient was taken to the emergency room (ER) at vivantes clinic neukölln where the pod was removed and 4 units of insulin was administered utilizing an insulin pen. When the pod was removed, the patient's mother suspected something was broken inside of the pod. When shaking the pod, she could hear a sound as if something was loose inside of the pod. The patient was released from the ER after 2 hours.

Manufacturer narrative:
The device has been requested for return to be evaluated, but has not been received as of this date. Once the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.